Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the right atrial (ra) lead oversensed noise, which triggered inappropriate mode switches. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.